Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitral stenosis. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). It was a very challenging case. There was a very medial flail/prolapse which was highly calcified so the mitraclip needed to grasp just next to the most affected segment, leaving behind a residual flail/prolapse segment. Two mitraclips were implanted reducing mr grade to 1 and a mean mitral gradient of 4.2 mm hg. At the follow-up echocardiogram on (B)(6) 2019, mr grade was 3 and the mean mitral gradient was 8.4 mm hg. In the opinion of the physician, the recurrent mr is not related to the mitraclips, but the mean gradient is possibly related to the mitraclips. The mean gradient might also be related to an increase in heart rate. No additional information was provided.